Event description:
It was reported that the silicone glue is very sticky and sticks to the protective plastic. The customer referred that several units showed this problem but didn't specified how many. No patient harm reported.

Manufacturer narrative:
We have concluded our investigation into the reported complaint. As no lot number information was provided, a review of the device history record could not be carried out. A complaint history review was performed for the product and event description and there have been similar instances reported in the past three years. The device, intended for use in treatment, was not returned for evaluation, therefore no functional evaluation could be carried out. It has not been possible to establish the root cause of the issue. We have not been able to establish a relationship between the reported complaint and the device. The investigation has been closed. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the silicone glue is very sticky and sticks to the protective plastic. The customer indicated that several units showed this problem but didn't specify how many. No patient harm reported.